Event description:
The report from the user states that contour se was used to embolize an arterio venous "malfunction" in the lung or bronchial tree for a pt who was having hemoptysis. The following day, the pt was confirmed as having pancreatitis and a motor deficit of the left limb. This device has not been received for evaluation. Therefore, a failure analysis is not available and company is unable to determine if the device met its specifications. Company is unable to determine the relationship between the device and the cause for this event. Directions for use outline appropriate placement, access and maintenance procedures.